Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Equipment was returned to olympus without reprocessing performed/completed at the facility, resulting in foreign material remaining in the nozzle. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle no water was fed, the suction cover had a crack, due to wear of the angle wire the bending angle in the down direction did not meet the standard value, the light guide lens had a chip, the adhesive on the bending section cover rubber had wear, and the connecting tube had a buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope introductory part was defective. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: nozzle clogged with foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.